Event description:
After using the fasciablaster as directed, I developed crepey skin, cellulite and weight gain. Have not used the tool in well over a year and cannot get rid of unhealthy skin issues and weight. Have always been a healthy eater and very active.